Event description:
It was reported that bd maxplus needleless connector leaked the following information was received by the initial reporter with the verbatim: on (B)(6) 2023, the patient was admitted to the hospital mainly due to chest tightness and was diagnosed with coronary heart disease. The patient was given intravenous infusion according to the doctor's instructions. After connecting the infusion set, leakage was found at the continuous point with the needleless connector, and it was replaced immediately.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples were received for investigation of pr 9236102, in which the customer has stated: ¿after connecting the infusion set, leakage was found at the continuous point with the needleless connector ¿. The product in use at the time is reported to be a mp1000 china from lot 22125382. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22125382 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china products in the past 12 months.

Event description:
No additional information.